Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that the ins was turning off. Adaptive stim was enabled and the ins was off prior to the patient's visit to the doctor's office on (B)(6) 2016. The rep turned the ins on and the patient was not able to feel stimulation. The rep needed to increase amplitude for the patient to feel the sensation. The rep was to educate the patient and create a non-adaptivestim mode as well. The rep believed that the issue was resolved by increasing amplitude and providing education and reprogramming.